Event description:
Plate broke during implantation.

Event description:
Plate broke during implantation.

Manufacturer narrative:
Investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that anchorage plate had a breakage during surgery could be confirmed since the device has been returned for investigation. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The anchorage plate breakage was caused by a bending over a screw hole. On a microscopical inspection, we can observe some specific bending marks. These marks are straight and precised, therefore they most likely have been done with the plate bender. However, the bending was performed over a screw hole. It is specified in the operative technique not to bend the plate over a screw hole. Therefore, this case is classified as user related. Please note that op tech reads "in some cases the plate benders (xca001001) may be required. When utilizing the plate benders, the following guidelines should be adhered to: - do not apply on cp plates - ensure the threaded holes of the plate are not disrupted during bending technique - it is not recommended to bend at the plate extremities - plates should only be bent in one direction - do not re-bend plates" [original statement - page 7] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.